Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging an inaccuracy issue with the onetouch ultramini meter. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The mas mailed a letter to the patient on november 5, 2008, in an attempt to contact the patient for follow-up questioning. The patient stated that the reported issue began on two days prior to original date at 10 pm. During that time, the patient reportedly obtained an "inaccurate reading" of 322 mg/dl" on the subject meter. The patient was reportedly asymptomatic during that time. As a result of the reported reading of "322mg/dl", the patient reportedly took 10 units of novolog insulin based on a sliding scale. Within 10 minutes after the reported issue began, the patient reportedly start "feeling shaky, nervous, weak, anxious and felt like passing out." During the symptoms the patient reportedly tested on the subject meter and obtained a reading of "41 mg/dl" which correlated with his symptoms. At around 10:30pm on the same day, the patient reportedly received assistance from the emergency room and obtained a reading of "51 mg/dl" on the ER/hospital meter. He stated that he was then treated with IV glucose at the hospital. During the troubleshooting, the cca noted that the patient was obtaining blood samples from his fingers. The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. The meter was sent to the correct unit of measurement. The test strips were in good condition, the meter was coded properly before testing and the reported results were verified in the subject meter's memory. It was noted that the control solution test results fell within the range when tested with two different vials of test strips. Replacement products were sent to the patient. Although, the control solution test results fell within the range when retested with different vials of test strips, the inaccuracy was not resolved with the alleged test strip vial the patient called in about. It was noted that the patient's symptoms correlated with the reading of "44mg/dl" on the subject meter and the treatment received at the hospital. However, the complaint is being reported as an adverse event since it was noted that the patient was asymptomatic during the reported reading of "322mg/dl" and self-treated with insulin based on the reading, which could have contributed to the serious injury in this patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.